Event description:
A patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor reported experiencing shocking. The patient stated that a week ago he was in bed and the today he was sitting down in a chair and got shocked. The patient said that according to his wife the therapy is helping. The patient was advised that the device should not be shocking him and that the patient should decrease stimulation and follow-up with his healthcare provider. The patient has a follow-up appointment with his healthcare provider in december. Patient status is unknown at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.